Event description:
Customer reported leaking from a product (product name unk) that occured after a blood draw. During the dras there was "frothy blood return." The leaking occurred when "blood was flushed back". There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.